Event description:
The product was used during a vats procedure. Reportedly, the tissue was torn along the staple line. The surgeon converted to a laparotomy and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.